Event description:
It was reported that during a pci / stenting treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the first inflation. The lesion being treated was a 100% stenotic lesion in the proximal to mid left anterior descending coronary artery. The physician used a 7f terumo introducer sheath for vascular access, a 7f camino jl4 guide catheter and a balance guide wire to cross the lesion. The quantum maverick monorail balloon was being used for post-dilation after deployment of a driver stent. The balloon was removed and the procedure was completed successfully. No pt injuries or complications were reported. Pt status is reported as `good'.